Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2009 to (B)(6) 2014. Chang, craig g.,thackeray, lisa. ¿laparoscopic hiatal hernia repair in 221 patients: outcomes and experience¿. Journal of the society of laparoendoscopic surgeons, (january¿march 2016): volume 20 issue 1 e2015.00104. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a laparoscopic hiatal hernia repair to reduce and/or alleviate gastroesophageal reflux disease (gerd) symptoms and associated hiatal recurrence in which veritas was used as a biologic mesh re-enforcement. Veritas was placed over the cruroplasty, which was previously sutured using braided polyester sutures, and was used to strengthen the repair. This was then sutured to the diaphragm at multiple points using interrupted 0 vicryl sutures. The surgery was performed using an onlay technique (of the biological mesh). Post operatively, the patient developed a leak after sleeve gastrectomy with simultaneous laparoscopic hiatal hernia repair; however, mesh removal was not necessary. The cause of the event was not specified. It was reported the sleeve leak was ¿treated with esophageal stents and percutaneous drainage and resolved uneventfully¿. No additional information is available.